Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the arteriovenous fistula of left forearm vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured upon expansion. The device was removed and the procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 49mm in length and extended from a position 9mm proximal of the proximal markerband to 5mm distal of the distal markerband. A visual examination observed no damage to the tip of the device.a visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the arteriovenous fistula of left forearm vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured upon expansion. The device was removed and the procedure was completed with another of the same device. It was further reported that the target lesion, which had 70% stenosis, was located in a mildly tortuous and severely calcified vessel. The balloon ruptured after the third inflation at 20 atmospheres.